Manufacturer narrative:
The investigator was able to confirm that the screw had fractured through radiographs provided by the dentist. The device was reported discarded, so the screw was unavailable for examination. No lot number was provided; therefore, device history record and complaint history reviews could not be completed. No definitive root cause has been determined. Discarded.

Event description:
The dentist reported the abutment screw fractured. The patient was not able to wait for the dentist to remove the fractured screw fragment and had it removed by other means. The screw will not be returned.